Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed a hematoma over the implantable pulse generator (ipg) site. It was noted that the patient resumed blood thinners the day after implant which likely contributed to the issue. The physician cleaned out the hematoma and the patient and was doing well following the procedure.